Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (serial) has been updated. Asae/major bleed/hematoma: the cause of the issue was not established as limited clinical information was provided. Device in wrong position: the cause of the issue was not established as limited clinical information was provided. Low pump flow/placement signal issue: the cause of the issue was not established as no product or logs were returned and limited clinical information was provided. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 72-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities were unknown. Following removal of the rp sheath, a pre-close non-locking suture was advanced and hemostasis was initially achieved. Some early bleeding was noted at the site and managed with a figure-of-eight suture, with observation of brighter red blood. A 4-fr arterial sheath had also been placed previously for potential ECMO cannulation; after its removal, a hematoma was noted. During transfer to the ICU, a sudden loss of pressure and a suction alarm were observed on the cp. The rp initially showed rising pulmonary artery pressures, with flows eventually decreasing to 0.0 l/min. The patient was supported chemically, remained stable, and was returned to the catheterization laboratory. Fluoroscopy demonstrated the rp outlet positioned in the left ventricle; the device was advanced back across the valve with restoration of flow to 2.0¿l/min. Given ongoing instability and concern for possible thrombus ingestion, the decision was made to remove the femoral rp and place a new rp via the internal jugular vein. The femoral rp was removed, and the site was managed with a 26-fr gore closure. Subsequently, the patient was found to have significant bleeding from the 4-fr ECMO arterial access site, requiring anticoagulation reversal, vascular consultation, balloon tamponade, and transfusion of more than 10 units of packed red blood cells and 4 units of fresh frozen plasma. The uncontrolled bleeding was considered likely to be from an unrelated arterial site. The patient survived to explant. The reported major bleed is consistent with access-site and arterial bleeding complications in the setting of multiple vascular access sites and anticoagulation during mechanical circulatory support. The reported hematoma is consistent with access-site bleeding related to sheath placement and removal, particularly at the femoral and arterial access sites. The reported thrombosis is consistent with hemocompatibility-related events that may occur during mechanical circulatory support and may be influenced by underlying ami/cgs physiology, hemodynamic instability, anticoagulation status, and possible thrombus ingestion.

Manufacturer narrative:
H6 medical device problem code a0709 and a150202 were inadvertently omitted on the initial manufacturer device report number.